Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivered pulse above limit) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The yellow gel fire wire inside the rear-1 wire therapy electrode (te) had a bare wire exposed, causing a short. The cause of the short was the exposed wire. The root cause of the exposed wire is excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was delivering a pulse above the limit.